Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The representative later reported that the cause of the broken catheter was unknown and serial number of the catheter could not be obtained. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that for a few weeks the patient had been suffering of abstinence symptoms. The physician increased the dose on the last days with no effects on the patient. With x-rays and exam the physician was able to determine the catheter break. The catheter was broken near the anchor and close to the fascia. The patient already had a planned intervention for a pump replacement due to normal battery depletion and the complete catheter was explanted and replaced at the time of the pump intervention. At the time of the report the patient's status was reported as alive-no injury. It was unknown if the issue was resolved at the time of the report. This device system delivered baclofen. The cause of the break was not provided but requested. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the catheter confirmed the catheter body was broken. Only a segment of catheter was returned for analysis. Close-up observation of the breaking end of the segment noted that half of the break was due to deep abrasion. This suggested that a deep abrasion was what started the break.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# unknown, explanted: (B)(6) 2015, product type: catheter. (B)(4).